Event description:
It was reported that the mitral gradient had increased post implant. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted on (B)(6) 2024. A follow up transthoracic echocardiogram (tte) was completed after implant, and it was noted that the mitral gradient had increased post implant. The patient was not experiencing any symptoms. The device was noted to have been implanted proximally and was thought to be impeding mitral valve function. There was no movement or shift since implant. No intervention was required or planned, and the patient was discharged home.